Event description:
Additional information received reported that it was unknown if the battery was depleted. It was stated the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extensions model 3095, serial numbers (B)(4), and (B)(4), found no anomalies. Analysis of the neurostimulator model 7427v, serial (B)(4), found no significant anomaly. The battery was not in new condition.

Event description:
It was reported that there was a loss of therapeutic effect on one lead and the patient's health care provider was planning a revision. Six days later, it was reported that the patient had a revision and replacement of both leads on (B)(6) 2013 as both came back with "bad" impedances. It was reported that the implantable neurostimulator was also replaced, but the reason for replacement was unclear. The reporter stated that the leads "shredded" as they were pulled out, and then "snapped off." It was noted that everything was removed from the patient. Per manufacturer device registration, the extensions were also removed. The reporter stated that the patient had new leads with "great motor responses" on both leads in the operating room. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was ezw. Concomitant medical products: product ID 7435, serial# (B)(4). Product type: programmer, patient: product ID 3 889-33, lot# v011803, implanted: (B)(6) 2007, explanted: (B)(6) 2013. Product type: lead: product ID 3889-33, lot# v386614, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3095, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: extension: product ID 3095, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.